Event description:
Info received that the bed head will not raise electrically or manually. No injury reported.

Manufacturer narrative:
Tech found that the head of bed will not raise electrically or manually. Problem isolated to failed head up solenoid valve. Replaced the solenoid valve to resolve this issue. Bed located in bed repair shop.